Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# c67558, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm had occurred due to low battery reset and safe state and was confirmed by telemetry. The patient experienced tightness as a result. The type of medication being delivered via the device system was lioresal. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the low battery was two years ahead of the expected battery failure. The pump malfunctioned causing acute withdrawal. Other medications the patient was taking at the time of the event was valium and artane. The patient's medical history included spastic dystonia and cerebral palsy. The patient had no known allergies. The patient had a pump visit on (B)(6) 2015 and the patient's current outpatient prescriptions included: milk of magnesia oral (10ml by mouth as needed), valium 5 mg tablet (take 1 tab by mouth every 8 hours as needed (dystonia)), artane 2 mg tablet (1 mg in the morning and 1 mg in the evening per mom), prevacid 15 mg disintegrating tablet (1 tab by mouth once daily), cortef 5 mg tablet (1 tab by mouth twice daily and dispense 20 extra each month for illness), hydrocortisone sodium succinate 100 mg/2ml (inject 1 ml intramuscularly as needed and 50 mg as needed for emergency), fleet enema rectal, lidocaine cream (topical as needed), and oral baclofen supply at home. The patient was seen on the evening of (B)(6) 2015 at the office after experiencing a pump alarm. The pump was read and the logs showed the pump went into safe mode at 1400 on (B)(6) 2015 and remained in safe mode (delivering no mediation) until it was restarted that evening. The logs showed low battery alarm despite the estimated replacement interval of 32 months. Also, despite the pump being able to be restarted, they could not judge the remaining life of the battery and thought that the pump might reset itself again. They felt that the alarm was indicative of imminent battery failure. For this reason, the pump was set to minimum rate and a replacement was to be arranged. The patient was given oral baclofen 30-40 minutes before the visit. The patient was monitored in the office for two hours and she had clinical improvement from oral baclofen. Neurosurgery was paged; however the doctor was out of the office until (B)(6) 2015. The plan recommended was oral baclofen 20 mg 3-4 times per day, supplemented by valium 5 mg four times per day over the weekend and the patient would be electively admitted after the weekend for pump replacement. At this time, the patient appeared clinically stable. The patient had complained of itching for 2-3 weeks in her back. They were unsure if this was due to recent spinal surgery healing or if there were signs of impending pump failure in the past few weeks. Physical examination for spasticity indicated 4 on the modified ashworth scale (mas) throughout with dystonic posturing, which improved after oral baclofen. A dose adjustment was made and the current dose was 12.3 mcg/day (minimum rate). The healthcare provider (hcp) would remain in contact with the family over the weekend and if the patient worsened clinically she would be admitted to the pediatric intensive care unit (picu) for monitoring. The plan was to admit the patient early the week of (B)(6) 2015 for pump replacement. The pump logs examined on (B)(6) 2015 showed a low battery reset occurred on (B)(6) 2015 at 14:04 and the pump went into safe state. A motor stall recovery occurred on (B)(6) 2015 at 21:35; however it was not indicated when the motor stall occurred.